Event description:
It was reported that non-sustained lead noise episodes triggered by intermittent post-paced t-wave oversensing were observed. Programming changes were recommended.

Event description:
New information notes that the device was reprogrammed to address the post-paced t-wave oversensing. The device remains implanted.

Event description:
New information notes that the device continued to exhibit nsln due to post-paced t-wave oversensing. Programming changes were recommended and the device remains implanted.